Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the merlin programmer exhibited diagnostics anomaly, over estimated longevity. Device reached eri on the (B)(6) and notified physician and did a vibratory alert. The patient was stable.